Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") in an adult female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's past medical history included multigravida and parity 2. Concurrent conditions included chest pain, anemia, dysfunctional uterine bleeding, dizziness, lightheadedness, prolapse, uterine fibroid, adenomyosis and urinary tract infection. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2010, the patient had essure inserted. In september 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), nausea ("nausea") and alopecia ("hair loss"). The patient was treated with blood, whole, surgery (she had surgery to remove the essure implant, total hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, nausea and fatigue was resolving and the dysmenorrhoea, dyspareunia, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on(B)(6) 2018: medical record received. Lot number added. Concomitant & historical conditions added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") in an adult female patient who had essure (batch no. 787227) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's past medical history included multigravida and parity 2. Concurrent conditions included chest pain, anemia, dysfunctional uterine bleeding, dizziness, lightheadedness, uterine prolapse, uterine fibroid, adenomyosis and urinary tract infection. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), nausea ("nausea") and alopecia ("hair loss"). The patient was treated with blood, whole, surgery (she had surgery to remove the essure implant, total hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, nausea and fatigue was resolving and the dysmenorrhoea, dyspareunia, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2018: quality-safety evaluation of ptc . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("severe back pain"), migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), nausea ("nausea") and alopecia ("hair loss"). The patient was treated with blood, whole, surgery (she had surgery to remove the essure implant, total hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, back pain, nausea and fatigue was resolving and the dysmenorrhoea, dyspareunia, migraine, headache and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet was received - reporter and patient dempgraphic added. The following events were added: headaches, nausea, fatigue, hair loss, menorrhagia, she did not underwent essure confirmation test. Event outcome of menorrhagia, vaginal bleeding, nausea, fatigue, pelvic pain female, abdominal pain, back pain updated to recovering. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and vaginal haemorrhage ("heavy vaginal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("severe back pain") and migraine ("migraine headaches"). The patient was treated with blood transfusion and had surgery to remove the essure implant in (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.